Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention due to the pocket being too shallow. The ipg was repositioned. During the revision, the physician used cautery while the ipg was not in surgery mode. Therefore, following the surgery there were communication issues with the ipg (related manufacturer reference number: 3006705815-2019-02856).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the issue was resolved.